Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with high out of range hv lead impedance after receiving alert from merlin.net transmission. Dft testing was considered to confirm appropriate lead function. During the next follow-up, all measurement were normal. The patient will continue to be monitored remotely. No dft was performed.